Event description:
Account reported that on 10/30/97, one internist was performing a thoracentesis on a pt in the intensive care unit, when air bubbles were noted at the hub/needle site. The hub had come separated from the 16gx3" aspirations needle that was being used. A chest x-ray was performed to rule out a pneumothorax. The pt suffered no adverse effects due to the quick action of the physician.